Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent an unspecified breast surgery with an unspecified mentor gel breast prosthesis developed an infection in her left breast post implantation. Additionally, it was reported that the left breast prosthesis ruptured post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 07-apr-2025, mentor received additional information about the event: - the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 130cc gel breast prostheses on (B)(6) 2022. It was reported that there was suspected bilateral rupture, but only the right breast prosthesis appeared ruptured following explant surgery. This medwatch report is for the patient¿s left breast prosthesis. Refer to medwatch report 1645337-2022-02226 for information about the patient¿s right breast implant. Block b1 ¿is product problem¿ no longer applies to this report nor does h6 medical device problem code material rupture (a0412). - the suspect medical device is a mentor memorygel breast implant 190cc gel breast prosthesis, catalog #3507190mc, lot #7473007, PMA #p030053. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. - the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02-jul-2025, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced an infection. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).